Manufacturer narrative:
This device is not a repairable device and will not be returned to the user facility.

Event description:
It was reported during service at manufacturer facility that the weld of the battery is compromised and the fluid can leak in and out of the device. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.